Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had a black screen (unable to restore). The issue was found during preparation for use for a diagnostic procedure. There were no reports of patient harm. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; there was an error b30 scope communication error. The additional evaluation findings are as follows: the bending section cover had a leak, the bending section cover had a hole, the electrical continuity test failed as there was a cut found on the charged coupled device shrink tube, the insertion tube had dents and the scope connector was wet. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that during user handling, the a rubber leaked and flooded inside the scope connector. As a result, an abnormality occurred in the electronic component, and the event occurred. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscopic image." "Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.